Event description:
The field service representative reported the user received an erroneous calcium result for one patient sample. The initial result was 10.6 mg/dl, the repeat results were 8.6 and 8.8 mg/dl. All results were accompanied by > reference range flags. The patient was not adversely affected as the erroneous result was not reported out. The calcium reagent lot number was 62266701. The field service representative determined there was a problem with the rotor alignment and the rotor was defective. He cleaned the rotor, performed an adjustment and replaced the rotor. He verified the analyzer operation by running qc and precision testing with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.